Event description:
It was reported that the stent separated from the balloon in the left main artery. Another stent was used to compress the unexpanded stent into the vessel wall. No other info is able to be obtained.